Event description:
Pt seen in e.r. For complaints of cough with yellow phlegm and weakness. Pt states has been feeling weak since 2005. Pt found to be severely bradycardic. Ventricular lead found to be fractured upon removal.